Event description:
It was observed that during the device evaluation, the grip, control section, jet-tube, switch box, scope cover, air/water cylinder (tube), air/water tube, plastic distal end cover, nozzle, adhesive around light guide lens, bending section rubber and adhesive on bending section rubber, connecting tube and the protector of universal cord of the subject device exhibited foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the reportable issues found during the investigation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.